Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. During functional testing of the subject device, resistance was encountered during insertion of a mandrel into the catheter's hub, and the mandrel could not pass through the catheter. Water was injected with a syringe into the device, and a leak was evident under the secondary strain relief. Microscopic examination of the area under the secondary strain relief found two holes adjacent to each other 6.9cm from the proximal end. It is likely that the defects observed during analysis of the subject device, occurred during manufacturing process. Therefore, a root cause of manufacturing has been assigned to this investigation.

Event description:
It was reported that during preparation of the microcatheter, a leak was observed at the proximal shaft. The device was not used. The procedure was completed using a different device.

Event description:
It was reported that during preparation of the microcatheter, a leak was observed at the proximal shaft. The device was not used. The procedure was completed using a different device.